Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had post-reset ram crc alarm, power supply test failed during self-test and keypad was unresponsive. The customer¿s blood glucose level was 176 mg/dl at the time of the incident. Assisted with performing a self test and self test was failed. Customer stated that insulin pump was exposed water. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm pump error 75, 23, battery power loss and keypad anomalies due to blank display.